Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Tray sheared off inside the compactor for no obvious reason. Backup device used. Delay in surgery the time to retrieve alternative instruments.